Event description:
Customer states she obtained a reading of 104 mg/dl on her aviva meter with hypoglycemic symptoms of shakiness and incoherence. Customer was treated with orange juice and felt better within 10 minutes. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.